Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen was found cracked while the device remained functional, and blood glucose was not affected; the patient did not know the cause and continued to use the pump until a replacement was arranged. Symptoms included no adverse clinical effects. Outcomes included continued therapy without interruption. Investigation included customer service troubleshooting and education, verification of shipping and return logistics, and arrangement for device replacement. Investigation of this case revealed a damaged display component consistent with physical damage, with no reported alarms or software malfunctions. It was concluded, based on previously established findings for similar reports, that the cause was user handling or external mechanical stress.